Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported false upstream occlusion alarm was not reproduced during evaluation. The event history log (ehl) review was performed and revealed nine events of "upstream occlusion!" But could not determine if the alarms were true or false. The device was found to operate within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion. This occurred in the biomed service department. There was no patient involvement. No additional information is available.